Manufacturer narrative:
(B)(4): evaluation: results: (mi, stent thrombosis), (no root cause can be determined). (B)(4). Three attempts made to obtain add'l info from (B)(6) hosp.

Event description:
One endeavor rx drug eluting stent was placed in the right coronary artery (rca) and a year later another endeavor rx drug eluting stent was placed in the lad. Eighteen months post first implant, the pt developed substernal chest pressure at rest. An ECG revealed inferior st elevations and q waves. Emergent cardiac catheterization showed inferior wall hypokinesia and rca stent thrombosis. A bare-metal stent was successfully placed. The pt was given aspirin, clopidogrel was replaced with prasugrel, and dalteparin was continued. Chemotherapy was also continued, and pt was discharged home in stable condition 5 days later.